Manufacturer narrative:
D10 concomitant product: ls1020, ls1020 ligasure atlas handswitch20cm (lot#s24c0014); vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bilateral adnexectomy, the device was difficult or impossible to open, and the jaws of the ligature clamp became stuck while being used on the patient's tissue. It was impossible to reopen the clamp using the standard handle. The device was cleaned normally, and the knife blade did not protrude beyond the edge of the jaws. A new clamp was used, but the problem recurred with the second device. There was no patient injury.